Manufacturer narrative:
Due to system limitations, the following could not be included in section h6: health effect - clinical code: e239191 fever. Health effect - clinical code: e1020 nausea. Health effect - clinical code: e1032 vomiting. Health effect - clinical code: e2304 chills. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed an infection on (B)(6) 2024 with positive blood cultures of staphylococcus epidermis, which was meca/c methicillin resistance. The source of the infection was thought to be from the blood, due to aortic valve vegetation and a possible aortic root abscess. They also had a left buttock abscess. The patient experienced symptoms of fever, nausea/vomiting, diarrhea, sweats, and shaking chills. The infection was treated with 2 grams of ampicillin intravenously every 12 hours for 2 days. They planned to treat with vancomycin for at least 6 weeks, in addition to rifampin 300 mg three times per day for at least 6 weeks. The patient then required a pump exchange due to the infection on (B)(6) 2024. When the physician removed the pump, there appeared to be a non-occlusive thrombus in the inflow cannula. The patient had no history of symptoms or alarms related to thrombus and there were no recent changes to pump parameters. There was no spike in lactate dehydrogenase (ldh) levels and the patient had appropriate international normalized ratio (inr) levels in the therapeutic range with the exception of two results of 1.8 earlier in the year. The patient had been dialysis dependent until about three weeks prior to the pump exchange. Following the initial surgery for the aortic root repair and subsequent need for the ventricular assist device (vad) in (B)(6) 2022. The patient developed renal dysfunction. The patient had been slowly recovering prior to the pump exchange. Additional diagnostic testing results were provided, which revealed the patient had a severely decreased global systolic function with an estimated ejection fraction of 10-20%. The right ventricular cavity size was mildly enlarged, which caused the global systolic right ventricular function to be moderately reduced. It was later reported that the patient passed away on (B)(6) 2024 due to a cardiac tamponade and candida orthopsilosis fungemia.

Manufacturer narrative:
Additional information was reported through voluntary medwatch report mw5161964. Section b5: event summary updated. Section h6: codes updated; due to system limitations the following could not be included in h6: health effect - clinical code: e0610 endocarditis. Health effect - clinical code: e2329 organ dehiscence. Health effect - clinical code: e0513 pseudoaneurysm. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through voluntary medwatch report mw5161964. The patient had a history of type a aortic dissection, status post repair and mechanical aortic valve, left main dissection, status post percutaneous coronary intervention drug-eluting stents, and severe biventricular heart failure with left ventricular assist device (lvad). The patient also had end-stage renal disease and was on hemodialysis. They developed a sternal wound mycoplasma infection status post an elective debridement with left advancement pectoralis major myocutaneous flap and right pectoralis major advancement myocutaneous flap. The patient's white blood cell count was elevated at 14,000 and hemoglobin was 11. Their basic metabolic panel showed a potassium of 4.1 and bicarbonate of 23. Their procalcitonin was elevated at 1.90. The patient's c-reactive protein (crp) was elevated at 14 with a lactate value of 2.3. The transesophageal echocardiogram was suggestive of an infective endocarditis and possible myocardial/aortic abscess. The cardiac morphology showed possible dehiscence of valved conduit with a pseudoaneurysm extending from the left ventricular outflow tract and around the root. They underwent removal of an infected bental, replacement of an aortic homgraft, and removal of the infected heartmate 3 pump that was replaced with a new pump.

Manufacturer narrative:
Section b3: date of event corrected. Section d6b: date of explant corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a thrombus formation within the inflow cannula. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition did not appear to contribute to any functional issue. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The distal portion of the pump cable was returned with the modular cable attached. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was returned detached from the pump. Evaluation of the distal end of the inflow cannula lumen revealed a red, tissue-like deposition that extended towards the proximal edge. This deposition was lightly adhered and appeared to be minimally obstructive to the blood flow path, suggesting that it was unlikely to have contributed to a flow or functional issue. The structure of the thrombus formation suggested that it developed within the distal end of the inflow cannula over an undetermined amount of time. The inflow cannula depositions were sent for histopathology analysis. Per the analysis, the submitted inflow cannula exhibits a pseudointimal lining along the lumen surface. The mid-to-distal portion of the inflow cannula lumen is covered by a less mature pseudointima composed of a proteinaceous material with scattered, enmeshed leukocytes. This material does not fully occlude the inflow cannula. There is no microscopic evidence of active micro, mural thrombogenesis. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, infection (local, driveline, pump pocket), multi organ failure (including right heart failure and renal dysfunction), and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection and thromboembolism as potential late postimplant complications. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.